Event description:
Rep reported that attempts to reprogram the valve failed. The valve would not reprogram for 160 to 150. The valve would get stuck at various positions including 70 and 30. Physician took the pt to the or for a revision.

Manufacturer narrative:
Upon completion of the investigation, it was noted that this complaint has been confirmed. Upon receipt of the device, an attempt was made to reprogram the valve and it could not be programmed. The valve was received dry and with both catheters still attached. In order to hydrate/flush the valve, the ventricular catheter was removed. It was then flushed with purified water. Initially a slight resistance was observed but subsequently it flowed without any difficulties. After the device was flushed, a new attempt was made to reprogram it. This time the valve could be successfully reprogrammed at different pressure settings without any problems. It appears that some dry biological debris may have initially stuck the ruby ball on its seat preventing the pressure setting mechanism from moving. Additionally, damages/cuts were observed at two different areas of the valve that caused leakage during the flush. The device records were reviewed, which verified this valve conformed to the required specs when released to stock. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.